Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for 6 patients¿ samples when tested with the cobas® sars cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that from dates starting (B)(6) 2021 they observed for patient 1 a sars-cov2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas liat system (s/n (B)(4)) a repeat test of the patient¿s sample analyzed on the c6800 instrument generated a sars-cov2 negative, influenza a negative, influenza b negative result. A 2nd patient¿ sample was tested and analyzed on the cobas liat system (s/n (B)(4)) sars-cov2 positive, influenza a negative, influenza b negative result. Patient #2 sample was repeat tested two times analyzed on the altostar both runs generated a sars-cov2 negative, influenza a negative, influenza b negative result the patient¿s sample was also repeat tested on the cobas 6800 instrument that generated a sars-cov2 positive, influenza a negative, influenza b negative result. A 3rd patient¿s sample was analyzed on the cobas liat system (s/n (B)(4)) that generated a sars-cov2 positive, influenza a negative, influenza b negative result the patient¿s sample was then retested on an alternative cobas liat system (s/n not provided) that generated a sars-cov2 negative, influenza a negative, influenza b negative result. Patient #4 sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov2 positive, influenza a negative, influenza b negative result. The patient¿s sample was repeat tested analyzed on the cobas 6800 instrument that generated a sars-cov2 negative, influenza a negative, influenza b negative result. Patient #5 sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov2 positive, influenza a negative, influenza b negative result then repeat tested on twice on the c6800 instrument one run generated a sars-cov2 positive, influenza a negative, influenza b negative result and the other run generated a sars-cov2 negative, influenza a negative, influenza b negative result. When repeat tested on the altostar a sars-cov2 negative, influenza a negative, influenza b negative result was generated. Patient #6 sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov2 positive, influenza a negative, influenza b negative result. The patient¿s sample was repeat tested twice on the c6800 instrument that generated a sars-cov2 negative, influenza a negative, influenza b negative result for each run. Patient sample was collected using nasopharyngeal and copan eswab. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. (6) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).